Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued a recurring restart alert 38 after multiple restarts, and the user transitioned to backup subcutaneous insulin via pen while awaiting a replacement; blood glucose was reported at 221 mg/dl without reported adverse effects. Symptoms included no reported clinical effects. Outcomes included temporary interruption of automated insulin delivery with user-managed therapy using backup insulin. Investigation included remote troubleshooting and user education, followed by device replacement and return logistics. Investigation of the returned device revealed a device malfunction consistent with a consecutive stalled motor alert related to the insulin delivery motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.